Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp fell out of the distal clevis hub. The clevis did not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci si sigmoid colectomy procedure the small grasping retractor instrument wire fell off after the instrument was removed from the patient. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.